Event description:
Related manufacturer reference numbers: 2017865-2023-11542 it was reported that the patient presented in clinic for generator change. Upon interrogation prior to procedure, it was found that the pacemaker (pm) exhibited high capture threshold as well as low pacing impedance. The pm was explanted and replaced. The right ventricular lead was also capped and replaced on (B)(6) 2023 due to high capture threshold. Patient condition was stable. Further information regarding the rv lead was requested but not received.